Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. The patient received high voltage (hv) therapy for supra ventricular tachycardia (svt). Upon review, episodes of supra ventricular tachycardia (svt) was observed. Further, interrogation of the device revealed an aborted shock was observed to have occurred due to a possible high voltage circuit damage and high voltage lead issue. The device and lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned in fourteen pieces. External insulation abrasion was noted breaching the outer insulation consistent with lead friction to another device or feature of the patient anatomy. The full length of the abrasion region and reference point could not be determined as other portions of the lead were missing/not returned for analysis. This is consistent with the reported field event of output anomaly and high voltage circuit damage. The damages noted during electrical and x-ray testing was sustained during the surgical procedure and no conductor fracture was found. The reported field event of lead fracture was not confirmed. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
MFR date should be 8/13/2001 instead of 8/9/2001 in initial report.

Event description:
New information states that there was high voltage lead alert which was consistent with lead fracture.